Event description:
It was reported that the lead was surgically abandoned. Physician elected to abandon the lead due to a large hematoma and discovered blood under the lead insulation. Physician implanted a new lead successfully. No additional adverse patient effects were reported.